Manufacturer narrative:
G4:15apr2021. B4:20apr2021. Medical personnel, user facility, importer, distributor, manufacturer, or prothe customer replaced the touch screen to resolve the issue. The unit was tested and it was returned to service. The issue was discovered during testing of the device. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that duct caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
The customer reported unable to calibrate the touch panel. The unit was not in use, and there was no patient or user harm reported.